Event description:
It was reported that a high drain 101 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode) occurred after use on the home choice (hc). The home patient (hp) stated they could contact their peritoneal dialysis registered nurse (rn) and obtain the therapy settings. The technical service representative (tsr) discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. The cause was a false empty detected at the initial drain and the initial drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.